Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with syncopal episode due to noise. Noise was noted on the rv lead. No other anomalies were noted. Programming changes were made. No further information is available.